Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in the reservoir. It was reported that the insulin was used directly from the fridge. It was reported that the customer was advised to use room temperature insulin. It was reported that the customer would try and see if issues are resolved. No further information provided.